Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer was able to clear previous motor error alarms but not this one. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, cracked reservoir tube lip, stained keypad overlay and stained address/serial number label.